Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the device fired the first clip accurately. On the second firing, the gun made a "clicking" noise. The clip misloaded without a clip placed. A new gun was opened to close the cystic duct and complete the case. The device was a part of a laparoscopic cholecystectomy kit. The er320 was a component of the laparoscopic cholecystectomy kit. There was no consequence to the patient.